Event description:
It was reported that customer observed air bubbles and gaps in pigtail and patient line during pumping, with small gaps around 2 millimeters, and customer was still experiencing issue at time of call. There was no adverse impact to the customer's blood glucose level. Customer confirmed connection was secure, had completed cartridge air removal, and, after being educated to use room temperature insulin when filling cartridge, was able to remove large air bubbles and resume insulin therapy, with caller acknowledging and understanding instructions and no additional information received regarding further outcomes.